Manufacturer narrative:
The device was returned for evaluation. The sample was received with a disconnect cap. Visual inspection was performed using naked eye. Functional testing performed included leak testing, clear passage test, and clamp function test. A hole in the tubing, approximately a half-inch from closed sleeve was identified during visual/functional inspection. Functional test failed for leak through the hole. The reported issue was verified. The cause of the leak was the hole. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube near the twist clamp on a transfer set leaked. This was observed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.